Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient thought the pump was not functioning. The patient was experiencing increased back pain. The hcp stated that the patient did not mention that the pump was beeping or alarming. The hcp stated that the pump was last filled on (B)(6) 2017 and should not reach low reservoir status until (B)(6). The event date was stated as (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.